Event description:
A doctor reported to baxter (B)(4) that a bent spike of transfer set was found during connection by the clean flash. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. Set was visually inspected and noted that the tip of the spike was bent slightly inward and body of spike was bent backwards. No other visual defects were noted. The complaint was confirmed via sample evaluation for damaged.